Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported on (B)(6) 2026, a lung cancer patient was administered intravenous therapy using a central venous catheter kit with a peripheral insertion catheter and associated accessories. During routine maintenance on (B)(6) 2026, saline was observed leaking from the connector during the flushing procedure. The operator immediately trimmed the catheter and replaced the connector; no further leakage occurred thereafter.